Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the insulin pump alarmed button error during a set change; the insulin pump would not rewind all the way due to the button error alarm. The patient's blood glucose at the time of incident was 503 mg/dl, which he treated via manual insulin injection. Troubleshooting was initiated for the button error alarm. The mother stated that the insulin pump was in his pocket while he went swimming and that the device did not get very wet. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.

Manufacturer narrative:
The insulin pump was received with intermittent button response noted during our testing due to corroded keypad traces. No button error alarm noted. However, the insulin pump passed functional testing including displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm test; the insulin pump functioned properly. The insulin pump had cracked case at the display window corners, cracked lcd window, broken reservoir tube lip and cracked belt clip slot.